Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), a spark was emitted from the pads and burns were found on the patient after removing the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.